Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued alerts for high out of range pacing impedance measurements of greater than 2000 ohms for the right ventricular (rv) lead and defibrillator. It was noted that the impedance measurement was 1800 ohms at implant. All other lead values are stable and there has been no noise. The physician will continue to monitor the patient. No adverse patient effects were reported.